Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The de novo target lesion was located in the mid calcified with circumferential calcium left main. A 4.00x12mm promus element drug-eluting stent was advanced but failed to cross the ostium even after several attempts. The physician forced to cross the ostium; however, the stent strut shape has been damaged. The device was removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable.